Manufacturer narrative:
Exact event date unknown. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced wound dehiscence due to exudate, after an artificial urinary sphincter (aus) was implanted. The patient was kept in the hospital and wound cleaned in order to avoid infection. The current device was not explanted nor there are plans to remove the aus. The patient was said to be stable following the symptoms